Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has alleged strange chemical odor coming from the device when he used it. Medical intervention was not specified. The device has not yet been returned to the manufacturer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.